Event description:
The customer reported that the 9900 system had a communications error message and would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.